Event description:
Pt reported obtaining back-to-back blood glucose results of 22 mg/dl and 118 mg/dl, while using the suspect device. Pt indicated that no action was taken based on these results. Qc testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.